Event description:
During a phacoemulsification procedure, a calibration error message appeared and the phacoemulsification function quit working, causing the capsule to rupture. An anterior vitrectomy was performed to repair the damage. The procedure was completed with no add'l adverse effects.